Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage and balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following pre-dilation, a 2.75 x 38mm synergy drug-eluting stent was advanced for treatment. However, resistance was felt upon advancing the device through a previously implanted stent in the left main artery. The stent was slightly crushed and the balloon did not blow up properly and eventually ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage and balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following pre-dilation, a 2.75 x 38mm synergy drug-eluting stent was advanced for treatment. However, resistance was felt upon advancing the device through a previously implanted stent in the left main artery. The stent was slightly crushed and the balloon did not blow up properly and eventually ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable. A synergy ous mr 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No leaks or ruptures were noted and the stent deployed successfully. The balloon deflated in 10 seconds this is within measurement. The encore inflation device was verified before and after use using a calibrated druck pressure gauge. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues along the shaft polymer extrusion. An attempt was made to load the device on a 0.014 guidewire. However, this attempt failed due to a blockage in the wire lumen. The device was soaked in the waterbath to soften the hardened medium. Following soaking overnight the device was loaded on a 0.014 guidewire without issue. When loading the device onto the wire a red substance resembling blood was noted coming from the wire lumen. No other issues were identified during the product analysis.